Event description:
The customer reported that a pt was transferred from a stretcher to a bed and fluid was noted on the floor. The IV set was found to be disconnected at the distal luer. The IV set was cleansed with an alcohol swab and reconnected. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.